Event description:
The user facility reported that water was leaking from their unit and into the floor below. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that water had come past ck1, float block j-tube and out of the air filter. The technician replaced ck1, air filter and uv cooling fan. The technician ran a diagnostic and processing cycle and found the unit to be operational.